Event description:
The hospital reported that 7mm extended length endoscope s/n: (B)(4) used for an endoscopic vein harvesting procedure, malfunctioned and will be sent to scholly for repair. Harm to the patient can be ruled out.

Manufacturer narrative:
Trackwise ID: (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). The account manager was contacted to retrieve the service order from (B)(6). According to the service report received from (B)(6) the investigation was performed on the endoscope. The investigation identified the following: the markings on the endoscope are worn. The distal area of the scope is mechanically damaged. The fiber optic cable is beyond repair and the eyepiece funnel is damaged with scratches and is broken. The optical system showed turbidity and leaks and the cement in the lens compartment was loose. Dirt particulates were identified in the optical area and the eyepiece area and there was moisture identified in the lens area. Based on the information received in the service order it can be concluded that the defective endoscope had analyzed failure poor quality image as well as analyzed failure break (eye piece).

Manufacturer narrative:
Tw#(B)(4). Corrected section: g3- date of mfg changed from 6-28-2022 to 5-12-2022 submitted in initial MDR (MFR report # 2242352-2022-00620).